Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported experiencing an inoperable keypad which were reproduced during evaluation as a duplicate response from the keypad. The reported inoperable keypad was verified through a review of the event history log and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced an inoperable keypad. There was no patient involvement. No additional information is available.